Event description:
On (B)(6) 2013, customer indicated that the autopulse platform required device functionality check and archive interpretation for possible problems that may have occurred on (B)(6) 2013. However, customer did not report any device problems at this time and no further information was provided. The autopulse platform was returned to manufacturer on (B)(4) 2013 for evaluation. Upon review of the platform's archive data, it was found that the platform experienced user advisory (ua) 17 (max motor on time exceeded during active operation) messages on the reported event date of (B)(6) 2013. Additional information provided on (B)(4) 2014 revealed that the platform was used on a patient when the ua 17 messages occurred. No adverse patient sequelae was reported. In addition, it was confirmed that the autopulse platform was returned for investigation to determine why the autopulse platform stopped on (B)(6) 2013.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and the battery lock was found to be bent. No other damages were noted. The damaged battery lock was replaced. Functional testing was performed with a normal size test manikin for 1 hour and with a lrtf (large resuscitation test fixture) for an additional 1 hour and no issues were noted. Load cell characterization was also performed and the load cells were found to be reporting normally. The archive showed that the platform exhibited two user advisory 17 faults (max motor on time exceeded during active operation) on the event date, thereby confirming the reported event. The first ua17 fault occurred after a few compressions during the "learning phase" of the compression cycle. The autopulse was then restarted and resulted in the second ua17 fault which also occurred after a few compressions during the "learning phase" of the compression cycle. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator." The ua 17 fault is due to compression depth not being reached in time. Possible causes are (1) low battery voltage (2) the lifeband is twisted and/or (3) the patient is too stiff. Based on the review of the archive data, it appears that a large size/stiff patient was being used at the time the fault occurred. A large plus stiff chest is the most difficult for the autopulse or any other mechanical device. It is a combination of having to achieve the 20% compression but also having enough power to achieve this compression in 0.38 second. In this case, it appears from the archive data that the reason the platform stopped only after a few compressions was that the platform was trying to build up to the 20% compression depth but could not in the required time (0.38 seconds). Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), the autopulse platform is designed for adults with weight of no more than 300 pounds with chest circumference of 29.9 to 51.2 inches and chest width of 9.8 to 15 inches. Following service of the returned platform, the device passed all testing criteria.